Event description:
It was reported that tip of the device was misaligned. When soft tissue pierced, it got stuck and could not come off due to the misaligned issue. As per customer report, no patient injury was reported. Procedure was finished with the same device.

Manufacturer narrative:
One 72202683 extra long arthropierce instrument returned. This has been identified as a one year old reusable instrument. The complaint stated: "it was reported that tip of the device was misaligned. When soft tissue pierced, it got stuck and could not come off due to the misaligned issue." The instrument's jaw shares the same centerline as the shaft and handle. The shaft is straight and aligned. No obvious bows or twists were observed. Inner tip and outer shaft distal tip are tangent and the area between does not exceed 0.003" drawing note criteria. There was no damage or twist of the pierce tip. The surface is smooth with no catches, nicks or burrs felt. The instrument does not snag a surgical glove. The scissor handle function is with free articulation and no binding, grit felt. The instrument is very good condition and presented no mechanical fault.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.